Event description:
A hosp infection control practitioner reported that the bronchial washings from seven pts cultured positive for pseudomonas aeruginosa after undergoing bronchoscopy procedures with an olympus bronchoscope. The practitioner mentioned that the pts, hospitalized prior to the bronchoscopy procedures, were treated with antibiotics after the positive cultures were detected. One pt expired during hospitalizaton but the death was related to very poor health prior to the bronchoscopy procedure. The other pts did not experience lingering effects from the infection.